Event description:
The technician alleged cardiopulmonary resuscitation and head down were not functioning on the bed. No injury reported.

Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation hydraulic valve and the head down hydraulic valve to resolve the issue.